Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with amikacin (route, dose, and frequency not reported, duration not reported but ongoing at the time of this report) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was discharged from the hospital (total stay of ten days) and was recovering from the event. No additional information is available.